Event description:
Outbound. Patient reports no disposable alarm with 1 prefilled veletri cadd cassette 100 milliliter with flow stop and with both cadd legacy pumps serial numbers (B)(4) and (B)(4). Cassette delivered 3/11/2022. No further details provided.